Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was stuck in injector. Additional information has been received that there was no patient contact. Additional information received that iol became wedged between plunger and injection cannula. In surgeon¿s opinion the increased resistance when pressed the plunger and stopped when noticed the iol/plunger mishap was the cause of the event.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the product problem code a0502 was submitted. Additional information provided in a.2., a.4., b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received that there was patient contact with the device.